Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, the device was programmed to delivery fentanyl 2mcg/ml, bupivacaine 0.05%, and epinephrine 2mcg/ml, at a rate of 10l/hr, with a 250ml vtbi (volume to be infused) and delivery was started. No further programming parameters were provided. After an unspecified length of time, in the evening it was reported the device was alarming for an unspecified alarm condition and powered off. At that time, the device was removed from the patient. Therapy was continued using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was reported.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2013 at 1254, the device was programmed in the continuous + bolus delivery in ml, with a 8ml/hr rate, a 5ml bolus dose, a 45min bolus lockout, no dose limit selected, and a 250ml container size. Between 1256 and 1359, the device was powered off and on. Between 1400 and 1420, the delivery was started and stopped, a loading dose of 5ml was indicated. At 1425, the delivery was started. A new date of (B)(6) 2013 occurred. At 0941, a 5ml pt initiated bolus delivery occurred. At 1109, the delivery was stopped keypad unlocked, a 10ml/hr rate was programmed and the delivery was started. At 1112, a 5ml pt initiated bolus delivery occurred. Between 1722 and 1726, an almost empty alarm occurred, was silenced, delivery was stopped, a new container is indicated, and the delivery was started. A new date of (B)(6) 2013 occurred. Between 0733 and 0754, two 09/007/016 (motor not turning when it should be), the device was powered on twice and the device was started. On (B)(6) 2013 at 1109, the device was powered on. This report represents all the info known by the reporter upon query by hospira personnel.